Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that station was reported to be repeatedly rebooting, with the user also experiencing a prior instance of a black screen and unresponsive touchscreen, which temporarily resolved after a manual restart. Fse vacuumed the e-drawer and internal cables were reseated. The station was then rebooted, and normal operation was successfully verified, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station kept rebooting and user unplugged and plug the device, but issue persisted. There were no adverse events or injuries reported based on this event.